Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized. Customer stated that patient needs technical assistance due to insulin pump was out of control. Customer declined to do troubleshooting and did not give any details about the hospitalization. No further information provided.